Event description:
Stylet would not go all of the way into the needle hub when in the patient but did when out of the patient. Another device was obtained and functioned without further incident, no patient harm.